Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken guidewire is confirmed and was determined to be use related. One 0.018 in. Nitinol guidewire was returned for evaluation. An initial visual observation showed the coiled wire of the guidewire was severely unraveled and the core wire was broken. Use residue was observed throughout the returned sample. A microscopic observation revealed the weld tip was missing and broken off of the coiled wire. The break site of the coiled wire was observed to be straight and the surface of the break was observed to be flat with a granular texture. The break site of the core wire was observed to be tapered and the surface of the break was observed to be angled with a granular texture. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. The product IFU states: ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ an examination of the wire structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported that while inserting the PICC the guidewire unraveled at the tip. They were able to remove the entire wire.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recv3906 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that while inserting the PICC the guidewire unraveled at the tip. They were able to remove the entire wire.